Event description:
Investigation of the returned modular cable revealed incidental findings of fluid ingress on and within the controller-side connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress within the system controller was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis; presence of fluid in the controller was unable to be observed. Per the reported event, the patient was re-educated on the integrity of lvad equipment, and no further issues regarding the system controller/modular cable have been reported. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.